Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician now reported there was no worsening of mrs grade. This was reported in error. There was no adverse event and the patient condition is fine. The correct mrs grade; pre-procedure: grade 2; post-30days: grade 2. Not mrs changed from grade 2 pre-procedure to grade 3 as previously reported. The correct mnihss grade (1. Consciousness level, asking); pre-procedure: grade 1; post-30days: grade 1; not mnihss changed from grade 1 pre-procedure to grade 2 as previously stated.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a carotid artery stenting procedure the patient experienced worsening of the stroke scale. The lesion being treated is unknown. A carotid wallstent of unknown size was implanted in the lesion. Thirty three days post procedure the physician performed a modified rankin scale (mrs) and modified national institute of health (nih) stroke scale assessment. Mrs changed from grade 2 pre-procedure to grade 3. Nih scale changed from grade 1 pre-procedure to grade 2. It is unknown if treatment was given.